Manufacturer narrative:
Isi has not received the sureform stapler for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log was performed. Per the review, the device was used on the reported event date of (B)(6) 2021 on system sk0570. The sureform stapler had 10 uses remaining after the last use. A review of the site's complaint history was completed and no other reportable complaints related to this event or product were identified. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the sureform stapler failed to unclamp with no evidence or claim of mishandling or misuse. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the sureform 60 stapler instrument had an error. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: it was reported that during the 2nd fire, the surgeon had used a blue sureform 60 reload on the sureform 60 stapler instrument on the bowel. There were no firing issues, and the stapler had fired and cut the bowel. However, there was an error message indicating there was an issue with unclamping and to replace the instrument. The assistant confirmed that no tissue was in between the jaws of the instrument. As a result, they did not attempt to unclamp the instrument but removed the device with no issues. The procedure was completed with a backup instrument with no patient injury reported.